Event description:
It was reported that some time post port placement through the right internal jugular vein, the subcutaneous tissue in the subcutaneous tunnel allegedly seemed to be thinning and the catheter became exposed. The port system was removed. The patient reportedly experienced pain near the subcutaneous tunnel. Patient was reportedly stabilized.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. The investigation is confirmed for the identified fracture, deformation due to compressive stress and naturally worn issues as a circumferential split was noted to the catheter approximately 7.8cm from the distal end of the cath-lock. The edges of the circumferential split were analyzed and found to be partially smooth and rounded. Further during functional evaluation a leak from the circumferential split was observed upon infusion. However, the investigation is inconclusive for the reported expulsion as exact circumstances of the reported events are unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b2, d4 (expiry date: 10/2021), g3, h6 (patient, device, method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that some time post port placement through the right internal jugular vein, the subcutaneous tissue in the subcutaneous tunnel allegedly seemed to be thinning and the catheter became exposed. The port system was removed. The patient reportedly experienced pain near the subcutaneous tunnel. Patient was reportedly stabilized.